Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Customer reported a 3.5mm hex impaction screw snap in the patient acetabulum. Bottom part of the screw was left in the patients acetabulum.

Event description:
Customer reported a 3.5mm hex impaction screw snap in the patient acetabulum. Bottom part of the screw was left in the patients acetabulum.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Customer reported a 3.5mm hex impaction screw snap in the patient acetabulum. Bottom part of the screw was left in the patients acetabulum. Product evaluation and results: as per the image provided the broken checkpoint can be seen and confirmed. Product history review: review of the device history records could not be conducted as the lot number is not provided complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure was confirmed as per the image provided. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.